Event description:
It was reported in a service report that the fowler would not lock in the upright position. No adverse consequence reported.

Manufacturer narrative:
Leak. The service technician found the fowler was leaking fluid.